Event description:
It was reported that the customer had a rewind anomaly and a blank display on the insulin pump. Customer's blood glucose level was 416 mg/dl. Customer treated using a humalog pen. Customer stated that they changed the batteries but the pump does not rewind and it flickers on and off. Customer tested with a new battery and the display returned. The screen came back on but then suddenly went blank after the pump began to restart and the numbers were counting up on the screen. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.